Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.50 x 16mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noticed that the stent proximal edge was slightly lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).